Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was making a whistling sound and then would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(6) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the monitor would not power on the 5v and -5v power supplies were shorted and there was thermal damage to component u1003, a complex caused power supplies 3.3v and 1.8v to short and caused capacitor c4 and resistor r45 to open. The cause for the inability to power on was the damaged components on ca board sn (B)(6). The root cause for the thermal damage to component u1003 cannot be positively determined. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.